Event description:
Boston scientific received information that this patient received a phone message that her pacemaker had been interrupted. The patient stated her device did not feel right, and her pulse was below 30 beats per minute. The patient is in the hospital due to pneumonia and high blood pressure. The patient was referred to her cardiologist. Additional information obtained from a boston scientific representative noted that the patient has not yet contacted the cardiologist, and may be lost to follow-up, as she has not had a device check since the device was implanted in (B)(6). No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.